Event description:
Procedure type: gastrectomy. According to the reporter: the stapler and sulu were inserted, but at the last stage of stapling the surgeon forced the handle until he heard an abnormal sound. The cut did not have the correct staple line formation. This happened with the three used loads, always in the last stage of clipping. To correct the failures, the surgeon positioned a new load below the staple line which resulted in add'l tissue loss of less than 1 centimeter. It was necessary to use one more load due the failure in the 3 load. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).